Event description:
During an unspecified procedure, the suture was not absorbed properly.

Manufacturer narrative:
10/2/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Our evaluation found damage to the foil pouch packaging which may have contributed to the difficulty reported. However, the foil pouch may have been exposed to excessive handling or improper storage conditions subsequent to leaving our facility. The exact cause of this condition could not be reliably determined.